Manufacturer narrative:
Based on the information provided, no conclusions can be made. Reactivity testing has been performed however results have not been provided. As reported the patient¿s immunologist is suspicious the reaction may have been caused by a medication. If/when reactivity test results are provided, a supplemental MDR will be submitted. The adverse reaction section of the instructions-for-use, supplied with the device identifies allergy reaction as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 510 units released for distribution in (B)(6), 2022. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the reactivity test result. Reactivity testing has been performed and as reported the results were negative for an allergic response to the mesh sample. It is unknown at this time, what is causing the patient's condition. However, based on testing performed the postoperative conditions experienced by the patient do not appear to be caused by the 3dmax mid mesh used to treat the patient. Updated fields: b4, b5 (event description), b6 (relevant tests and lab data), b7 (other relevant history), g3, g6, h2, h6, h10. This supplemental MDR represents the 3dmax mid (device #2). An additional supplemental MDR was submitted to represent the 3dmax mid (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
As reported, during a robotic bilateral inguinal hernia repair on (B)(6) 2023, patient was implanted with 3dmax mid mesh right groin (device #1) and 3dmax mid mesh left groin (device #2). It was reported that the patient developed symptoms of itching and rash of bilateral ue and groin and facial swelling on (B)(6) 2023. It was also reported that patient was provided with the treatment including antihistamines, oral and topical corticosteroids, anti-itch. The patient underwent reactivity testing with mesh however the surgeon reports not having any results as of and immunologist is suspicious of a single dose of cipro being the inciting agent. Addendum: final reactivity test results showed no reaction to the 3dmax mid mesh.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Reactivity testing has been performed however results have not been provided. As reported the patient¿s immunologist is suspicious the reaction may have been caused by a medication. If/when reactivity test results are provided, a supplemental MDR will be submitted. The adverse reaction section of the instructions-for-use, supplied with the device identifies allergy reaction as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in sep, 2022. This MDR represents the 3dmax mid (device #2). An additional MDR was submitted to represent the 3dmax mid (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
As reported, during a robotic bilateral inguinal hernia repair on (B)(6) 2023, patient was implanted with 3dmax mid mesh right groin (device #1) and 3dmax mid mesh left groin (device #2). It was reported that the patient developed symptoms of itching and rash of bilateral ue and groin and facial swelling on (B)(6) 2023. It was also reported that patient was provided with the treatment including antihistamines, oral and topical corticosteroids, anti-itch. The patient underwent reactivity testing with mesh however the surgeon reports not having any results as of and immunologist is suspicious of a single dose of cipro being the inciting agent.